Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device abruptly stopped providing voice prompts when the lid opened. Without voice prompts, a lay user would not receive audible instructions on properly using the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the battery to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. The root cause of the reported issue was the battery. A further root cause could not be determined as the battery was not returned for evaluation.

Event description:
The customer contacted stryker to report that their device abruptly stopped providing voice prompts when the lid opened. Without voice prompts, a lay user would not receive audible instructions on properly using the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.